Event description:
The customer stated, that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 14 mg/dl. The customer stated, that during the week prior to the event, her blood glucose levels had been fluctuating anywhere from 25 to 400 mg/dl, and that her blood glucose was usually low in the morning and high in the evening. The customer stated, that her doctor had adjusted the settings on the insulin pump, but her blood glucose levels continued to fluctuate. Troubleshooting was performed and the programming was accurate. The insulin pump passed the displacement test. It was found that the customer was disconnected during priming. It was found that the customer is using insulin that is five times stronger than normal and may have taken an excessive amount of insulin the day prior to the event, causing the hypoglycemia. The customer was advised to consult with her doctor regarding her insulin dosing before resuming use of the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.